Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the nozzle and adhered to the insertion section, distal end, and light guide lens since reprocessing could not be conducted properly due to air leakage from connector and plug unit. Itis also likely that the foreign material remained due to wrong user handling/user mishandling. The definitive root cause was unable to be determined and the foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): "IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the light guide cover lens (large) had foreign material. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability, air flow, and water contact did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the plug unit had a leak. It was also observed that the light guide bundle had fiber breakings. It was observed that the glue of the bending section cover was chipped. It was also observed that the bending tube was shorten. It was observed that the connecting tube had a scratch. It was also observed that the painting on the suction, air and water cylinder nuts were peeled off. Lastly, it was observed that the angulation and play knob in all directions were less than the specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope lens flush was clogged, and the lens is cloudy. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.